Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The buttons were functioning properly. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the buttons on the insulin pump were frozen. The time on the device was accurate. It was stated that currently the buttons are responding, but the customer also stated that the insulin pump has been delivering too much insulin and his glucose level dropped to the low 50s mg/dl. Advised the customer to discontinue use of the insulin pump. No further information was provided.